Manufacturer narrative:
The device was returned and evaluated by the manufacturer and the complaint was duplicated. The device was repaired and returned to the customer.

Event description:
It was reported that the product ran and shut off by itself. There were no adverse consequences reported.